Event description:
It was reported that the patient received inappropriate anti tachycardia pacing due to lead noise. Programming changes were recommended. No further information is available at this time.